Manufacturer narrative:
Date of submission 11/07/2017 the pump has been returned and evaluated by product analysis on 10/23/2017 with the following findings: during investigation the battery compartment was found to contain extreme corrosion on the positive battery terminal, preventing power-up of pump. Unrelated to the original complaint the battery compartment was found to be cracked. A leak test was performed and failed due to a leak in the battery compartment. A leak was also observed at the display lens. The pump was opened and moisture was observed throughout the pump¿s interior. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture ingress was located in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.